Event description:
The facility representative reported a colleague infusion pump with a low flow rate. When the device was set at 100ml per hour, the accuracy was found to be below 5 percent. Upon sample evaluation during the pre-accuracy test the device was found to have undelivered by 10.7%. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with low flow rate of 10.7% was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. If additional information becomes available then a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4).additional information:this issue has been escalated to CAPA.